Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux user was unable to issue medications. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Additional information: section h imdrf annex codes. Upon investigation of this incident, it was determined that user was unable to retrieve specific medication. A technical support specialist (tss) confirmed that the medication needed to be filled in the cabinet. The pharmacy was required to assign and then perform a new refill for the medication. The customer was advised to share this information with a pharmacy representative or a cubex representative at the pharmacy to resolve the issue and the case was proceeded for closure.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux user was unable to issue medications. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.